Event description:
Rymeds caps broke. No known patient injuries. Unit: nicu. Meds infusing: tpn/lipids. Propofol start date: na. Rate in mcg/kg/hr: none. Nhrms had multiple events of rymed caps breaking. No known patient injury. Manufacturing rep. Notified and involved in switching out the products. Refer to reference #s: mw505298, mw505299, mw505301, mw505302, mw505303, mw505304, mw505305, mw505306, mw505307, mw505308, mw505309, mw505310, mw505311, mw505312, mw505313, mw505314, mw505315, mw505316, mw505317, mw505318, mw505320, mw505321, mw505322, mw505323, mw505324, mw505325, mw505326, mw505327, mw505328.